Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii and deflation.

Event description:
Healthcare professional reported via nbir left side capsular contracture baker grade 3, suspected/actual rupture/deflation, correction of asymmetry, and change shape/size/style. The device has been explanted.